Event description:
During an embolization treatment procedure with glue, it was reported the catheter burst and glue was observed in the external carotid artery. No pt injury reported.

Manufacturer narrative:
The device has been returned and is being evaluated. A f/u report will be submitted after eval is completed.